Event description:
It was reported that the ilet device repeatedly displayed a restart alert 60 shortly after reboot and became hot enough that the user unclipped it, consistent with a device malfunction related to bluetooth communications and overheating of the device, with the battery identified as the involved component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with an insulation problem and device overheating involving the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.